Event description:
Patient presented with 8cm aaa, with moderate calcium along the iliac vessels, as well as at the aortic bifurcation and throughout the aortic neck; severe neck anglulation (off-label). A wire was advanced on the ipsilateral (right) side. Several attempts to advance a wire on the contralateral (left) side were unsuccessful. The physician decided to convert to an aui, starting with a 20-13-88fl limb extension in the right iliac into the bifurcation, then a 28-28-75l proximal extension from the 20-13-88fl into the aneurysm, and then an attempt with a 34-34-80l proximal extension. The 34-34-80l would not advance past the bifurcation and the patient was converted to open repair. The patient tolerated the procedure and is reported to be doing well.

Event description:
It was reported to baxter that the reservoir of an intermate lv 250 device ruptured near the end of a patient infusion. The pump was infusing a solution of cancidas in normal saline, at a concentration of .2mg cancidas per ml of normal saline, when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) associated with this report, (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative reported tobaxter a colleague infusion pump with a malfunction of the pump turn itself back off. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The software version is currently unknown for this device.no additional information is available.